Event description:
During patient use, suddenly "switched to backup battery" occurred when ac cable was connected. Replacing the power pac battery resolved the issue. There was no patient injury in this case.

Manufacturer narrative:
Although requested, no patient injformation was provided.